Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The device was being used for the sixth firing with a white reload on the small bowel. When the staple line was examined it was noted there were at least four staples that did not form properly. The staple line was oversewn. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that the (B)(4) device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.

Event description:
Patient revised for elevated ion levels.